Event description:
The customer reported her blood glucose meter would not turn on when the button was pressed and when the test strip was inserted into the port. As a result, the customer reported she was unable to test her blood glucose and consequently, experienced symptoms of nausea, dizziness and shakiness. The paramedics were called and the customer was reportedly taken to a hospital where she was diagnosed with severe hypoglycemia and treated with an intravenous glucose medication. The customer additionally reported she took glucose tablets and drank sweet tea to alleviate her symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be submitted if the meter is returned.